Event description:
A malfunction was reported on the pump, specifically indicating malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided instructions on resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out if any further issues occurred.